Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was removed due to infection and vegetation. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.